Manufacturer narrative:
The insulin pump was received with no button response due to the corroded keypad traces. There was no button error alarm during testing. They were unable to confirm the unexpected battery out limit due to the unresponsive keypad. It was noted that the pump was received with a cracked belt clip slot, a cracked battery tube thread, a cracked reservoir tube lip, and a cracked case near the display window corners.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she took the battery out of the pump and now it says battery out limit alarm. Customer stated that she can't clear the alarm. Customer stated that she possibly sweated on the pump. Customer reported that her last blood glucose reading was 250 mg/dl and it was about 4 hours ago. Customer was advised that the battery out limit alarm was caused by the customer having the battery out of the pump for 10 minutes or longer. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she does not have a back-up plan and will go get one.